Event description:
A malfunction alarm identified as alarm 20 was reported during the loading process of the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with the loading technique, but the cartridge alarm reoccurred, prompting a decision to replace the pump, although it was not under warranty.